Event description:
It was reported by the clinician that the catheter was being placed in the pt's right subclavian vein. During insertion, multiple attempts were made to gain access. Once access was gained, the spring wire guide (swg) was introduced and passed fine. Upon removal of the swg, they noticed the wire outer coils appeared to be "stretched" apart in the middle section of the wire. The catheter was placed successfully. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.